Event description:
While wearing the external equipment, the patient reportedly experienced a sound percept problems followed by loss of lock. The patient was seen at the center for evaluation. Testing performed confirmed that the device was not functioning. The patient ci device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.